Event description:
It was reported by the physician that the pt had been referred for replacement as he was unable to interrogate the pt's generator. End-of-service (eos) was suspected as the cause. However, during the pt's replacement surgery the pt was found to have a "broken lead". As the pt did not consent for a lead replacement, the pt only had the generator changed at that time. There was no known trauma prior to the event, and last known diagnostics showed the device to be properly functioning. A revision surgery in the future is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2012, additional information was received when it was discovered that the explanted generator had been discarded after surgery on (B)(6) 2011.

Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the patient decided to seek a second opinion regarding the lead revision. The patient's device was checked and it is still reading high impedance. The device was disabled and the patient was sent for x-rays. The x-rays were received and reviewed by the manufacturer on (B)(6) 2012. An ap view of the chest and a lateral view of the neck dated (B)(6) 2012, were received. The filter feedthru wires were intact and the lead pin could be seen past the second connector block indicating that it is fully inserted into the generator. There was a portion of the lead located behind the generator that could not be assessed. A break was observed in the lead body near the electrode bifurcation. The electrodes were observed in the neck and the first electrode (negative) appears to be on the nerve but the second electrode (positive) does not appear to be in alignment with the first electrode. Also, based on the location of the lead body the anchor tether does not appear to be on the nerve either. Based on the x-ray images provided, the cause of the high impedance is likely the observed break identified in the lead body. Also, the second electrode (positive) did not appear to be on the nerve as it did not appear to be in alignment with the first electrode (negative) and therefore could be the cause of the high impedance. The presence of a fracture in the lead portion located behind the generator could not be assessed, also additional micro-fractures in the lead cannot be ruled out.

Event description:
Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2015 it was reported that the patient underwent a full revision surgery that day. A lead fracture was not visualized in the or, but the electrode had come off the nerve. It was also noted that there was no tie-downs on the lead. The explanted generator and lead were returned for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On 04/02/2015 product analysis was completed on the leads which confirmed discontinuity of negative quadfilar coil in the electrode region of the returned lead portions; also observed abraded opening of inner tubing near break area. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (-) connector pin quadfilar coil appeared to be broken approximately 6mm, 6.5mm, 10mm and 11mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on the connector end of the (-) connector pin quadfilar coil break found at 6mm and identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. During the cleaning process the electrode (mating) end of the (-) connector pin quadfilar coil break found at 6mm and the coil break found at 6.5mm 11m (from the end of the electrode bifurcation) became separated; therefore determination could not be made between the two coil breaks. Scanning electron microscopy was performed and identified the areas as being mechanically damaged which prevented identification of the coil fracture type with pitting and residual material. Pitting was observed on the coil surface. After the cleaning process determination could not be made between the (-) connector pin quadfilar coil breaks found at 10mm and at 11mm (connector end) from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being mechanically damaged which prevented identification of the coil fracture type with pitting. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the electrode (mating) end of the (-) connector pin quadfilar coil break found at 11mm and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting. Pitting and flat spots were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. An abraded opening was observed on the (-) connector pin inner silicone tubing approximately 6mm-11mm from the end of the electrode bifurcation. Product analysis was completed on the generator on 04/02/2015. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the vns patient had attended a consult for lead replacement with a surgeon but has not contacted the surgeon to schedule the lead replacement. The patient voiced concern about possible loss of voice if lead is replaced. A second neurology opinion was arranged but there were issues with that appointment due to patient compliance and transportation. It is unknown at this point whether the patient will consent to a lead replacement. Although surgery is likely, it has not yet occurred.